Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient¿s weight. Further information was requested but not received.

Event description:
It was reported that surgical intervention may be undertaken for an unknown reason.

Manufacturer narrative:
There is no alleged stated deficiency of the device nor is there a serious injury to the patient. Patient elected to have ipg replaced due age and increased recharging.

Event description:
Additional information indicates that patient experienced an increase in charging frequency. It is expected with aging of the device the recharge burden will increase. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.